Event description:
Patient reported, right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade IV.

Event description:
Patient later reported ¿capsular contracture baker grade IV and pain¿ and ¿lymph nodes in the internal mammary chain, measuring 0.9 cm and 0.6 cm, probably reactive¿ via MRI.